Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the electrode loops on her olympus hf resection single-use electrode loop broke while in use during a procedure. According to the initial reporter, she had two break during use. Reportedly, this unit was only used for 45-60 minutes, with a cautery setting of 160cut and 70spray. The customer confirmed that the procedure was completed using another device without any patient harm. This record is related to report with patient identifier (B)(6).

Event description:
The event occurred during a therapeutic resection. There was no delay and no pieces fell into the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's complaint was confirmed. Based on the results of the investigation, it is likely that the event occurred due to wear and tear. Olympus will continue to monitor field performance for this device.